Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged foreign filter material is breathed by the user during the night sleep, sinus infections and breathing issues. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as product problem. After pms decision has been changed, it was determined that the customer reported as serious injury. The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged foreign filter material is breathed by the user during the night sleep, sinus infections and breathing issues. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In box b: describe event or problem was corrected. In box b: adverse event or product problem as both and outcomes to ae as other was corrected. In box h: type of reported complaint as serious injury was corrected. In box h6: patient outcome code grid and health impact grid was corrected.